Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed 50 units, and after the delivery of 6 units, the insulin gauge decreased to 36 units. Blood glucose level was 165 mg/dl. Although requested, the customer declined to perform troubleshooting with tandem technical support.